Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement, possibly free floating in the patient coronary. Device issue: stent dislodgement. It was reported that in 2008, two stents were thought to be implanted; however, during the procedure, they were unable to be seen on the x-ray. No additional event or patient information is available.

Manufacturer narrative:
The multi-link rx vision coronary stent system mentioned is being reported under the same MFR number.